Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 unspecified bd 3 ml syringes experienced leakage past the stopper/plunger during use. The following information was provided by the initial reporter: bd syringe passes the injectable medication to the other side of the sealing rubber. There were two occurrences: one administering medications.

Event description:
It was reported that 2 syringe plastipak 3ml s/su experienced leakage past the stopper/plunger during use. The following information was provided by the initial reporter: bd syringe passes the injectable medication to the other side of the sealing rubber. There were two (2) occurrences: one administering medications.

Manufacturer narrative:
The event description, medical device brand name, common device name, medical device type, device expiration date, device manufacture date, unique identifier number, PMA/510(k)#, and device manufacture date have been updated. The following information has been updated: b.5. Describe event or problem: it was reported that 2 syringe plastipak 3ml s/su experienced leakage past the stopper/plunger during use. The following information was provided by the initial reporter: bd syringe passes the injectable medication to the other side of the sealing rubber. There were two (2) occurrences: one administering medications. D.1. Medical device brand name: syringe plastipak 3ml s/su d.1. Common device name: syringe d.2. Medical device manufacturer: becton dickinson ind. Cirurgicas ltda. D.2. Medical device type: fmf d.4. Medical device catalog #: 990174 there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 9232848 d.4. Medical device expiration date: 2024-07-31 h.4. Device manufacture date: 2019-08-21 d.4. Medical device lot #: 9226867 d.4. Medical device expiration date: 2024-08-31 h.4. Device manufacture date: 2019-08-27 d.4. Unique identifier (UDI) #: (B)(4). D.10. Device available for eval.?: yes d.10. Returned to manufacturer on: 2020-01-15 g.1. Manufacturing location: becton dickinson ind. Cirurgicas ltda g.5. PMA/510(k)#: n/a h.3. Device return to manuf.?: yes h3 other text : see h.10

Event description:
It was reported that 2 unspecified bd 3 ml syringes experienced leakage past the stopper/plunger during use. The following information was provided by the initial reporter: bd syringe passes the injectable medication to the other side of the sealing rubber. There were two (2) occurrences: one administering medications.

Manufacturer narrative:
H.6. Investigation: DHR, quality notification and maintenance analysis were performed and no occurrences potentially related to the defect was observed. The sample sent by the customer was verified and it was possible to observe barrel damaged. The potential cause for the occurrence is a failure at syringe assembly station, which caused the barrel damage at another syringes. CAPA#(B)(4) was initiated. H3 other text : see h.10